Event description:
It was reported that high pacing threshold was observed on the left ventricular lead. On (B)(6) 2017 during an unrelated aortic valve replacement procedure, the lead was capped and replaced. It was noted that the patient was asymptomatic throughout the event.